Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported patient end needles bend during injection. He stated that when he removes the needles from the injection site, they are bent. Consumer also stated that the pen is sometimes difficult to depress, causing him to use pressure while injecting. Also reported bruising at the injection site. Consumer does not re-use, and he stated that he only primes once with a new pen as instructed by his pharmacist. Lot #: 4114073 catalog #: 320550 date of event: unknown samples: discarded.